Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2016 by the american journal of sports medicine titled ¿arthroscopic stabilization of chronic acromioclavicular joint dislocations triple- versus single-bundle reconstruction¿. The study reviewed twenty-six (26) patients who underwent arthroscopic stabilization of chronic ac joint dislocations (triple vs single bundle) using arthrex fibertape to address soft tissue approximation and/or ligation. During the twenty-nine (29) month follow-up period four (4) patients experienced redislocation. Ref: tauber, m. Et al. Arthroscopic stabilization of chronic acromioclavicular joint dislocations: triple- versus single-bundle reconstruction. Am j sports med 44, 482-489, doi:10.1177/0363546515615583 (2016).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.